Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The valve was implanted to the patient via on 2013. Doi and initial setting were unk. The patient visited with emergency outpatient (headache / vomiting) on (B)(6) 2017. A separation and disconnection of connector part were confirmed when the valve was checked by CT. The over drainage was suspected, so the surgery was performed again. The patient has been had a good body condition. The patient is (B)(6) male. The product will not be returned to your site.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected; the outlet connector was broken, and needle holes in the needle chamber were noted. The position of the cam when valve was received was 110 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes. The reflux tested and it was not possible due to the broken outlet connector. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at 110 mmh2o, failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the cam mechanism pillar, as well as a bump mark in the valve casing. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code ns9008, with lot cnpbfr conformed to the specifications when released to stock on the 16th january 2013. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, and on the cam mechanism pillar, as well as the bump mark on the valve casing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.